Event description:
It was reported that the ventricular lead impedance had increased and was high. The patient was noted to have leukemia and has been non-compliant with follow up visits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg (B)(6) 2007. (B)(4).